Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The area where the clamp was attached tore, causing a leak, and the indwelling cannula was left in place for only one day.